Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 419 mg/dl and 58. The customer was treated with bolus. The customer reported that the toggle and select buttons were stopped working. The customer reported that the time clock was advancing. The customer was advised to monitor the insulin pump and was advised to call back if they had issues. The insulin pump will not be returned for analysis.